Manufacturer narrative:
The customer found that the tubing through pinch valve pv27 was leaking. The customer replaced the tubing, which repaired the leak and the incomplete differential results. (B)(4).

Event description:
The customer reported a leak from the secondary probe of the coulter lh 500 hematology analyzer. The instrument was generating incomplete differential results when the leak was noticed. The volume of the leak was about 1 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.